Manufacturer narrative:
Section d4, h3, h4: additional information. Section d10: correction. Manufacturer's investigation conclusion: the report of a potentially compromised driveline was also confirmed based on the evaluation of (B)(6). The pump was returned with the driveline cut approximately 14.5¿ from the pump housing and the severed portion of driveline, measuring approximately 22.5¿ in length, was returned. Continuity and hipot testing were performed on the 22.5¿ distal end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 14.5¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in each the insulations of the red and yellow wires, along with 2 breaches in the insulation of the brown wire approximately 9¿ from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the brown, red, and yellow wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient who had a prior driveline repair presented with complaints of low flow alarms. After interrogation, it was obvious they were having pump stoppages. This had been going on since at least (B)(6) 2019. The log file confirms speed drops less than the lsl and / or pump stoppages beginning on (B)(6) 2019. Theses continue to occur intermittently throughout the log file. The pump stoppages occur on both battery power & mpu. This appears to be caused by a percutaneous lead phase to phase short. Records showed the entire external percutaneous lead has been replaced in the past so another external percutaneous lead replacement is not possible. The patient underwent a hm ii to hm ii pump exchange on (B)(6) 2019. No further or additional information was provided.